Event description:
The hcp reported that the pt had "incomplete motor loss of both lower extremities post-op" the hcp performed a laminectomy without difficulty and then proceeded to implant a catheter and pump for pain management. Postoperatively, the pt experienced lower extremity "motor loss". An MRI was performed -"no signs of spinal cord injury or bleeding". The hcp indicated that he did not believe that this event was device related. The pt is having physical therapy for strenghtening.